Event description:
Severe myopic changes[myopia]. A physician reported that two pts experienced severe myopic changes after implantation of a ceeon 727 lens. This is the report of the first pt. Further info was not provided. See also referenced ceeon MFR report for a similar report from the same source. Case comment: the reported case lacks info on pt details, indication and date of iol implantation, surgical procedure followed, course of the surgery, concomitant medication and irrigation fluids used and course of post operative period. More data are required for a proper case assessment and comment. Follow-up info has been requested. Event is unlisted in the core data sheet. However iol power miscalculation cannot be ruled out.

Event description:
Aug 2002: the investigation results were limited to the complaint description and review of the complaint database since no serial number or additional info were available. A review of the historical complaint database revealed no similar complaints.